Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus worked intermittently. It was indicated that the display overlay was out of specification. It was also indicated that the radiofrequency head connector was intermittent. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus worked intermittently. The stylus was replaced and calibration was done but the issue was not resolved. The programmer was returned for service. There was no patient involvement.